Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping and dividing the artery and duct on a laparoscopic coelio cholecystectomy, the clips did not load and sometimes clips also drops. To resolve the issue, a new device was used. There was no patient injury.